Manufacturer narrative:
(B)(4)

Event description:
It was reported that post unrelated operation, the pulse generator exhibited backup vvi operation. The patient was not pacer dependent. A software device download was performed successfully.